Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the curved tip 30 stapler instrument be returned for failure analysis testing. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported broken pieces of plastic in wrapper. The procedure outcome was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 instrument was analyzed and found to have a portion of the lower chassis broken at the proximal end. The broken section measured approximately 0.458" x 0.532". The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and broken pieces of plastic were found in the wrapper. There was no damage noted on the instrument. The surgeon was stapling when the issue was identified. There was no post op x-rays performed and no injury to the patient. A backup instrument of the same kind was used to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.